Event description:
A lawsuit alleged that the patient underwent emergency coronary artery bypass surgery. The next day, the patient was extubated. Forty-five minutes after the extubation, the patient experienced ventricular fibrillation and two pacer spikes from "a certain pacing machine." The lawsuit alleged that the pacer spike was caused by one or more of three causes: a malfunction of the pacer machine, malfunction of a pacer wire utilized in the care of the patient, and/or misuse of said machinery by the representatives of the hospital. The patient was reintubated and subsequently developed renal failure, a "hypnoxic insult" (sic), blindness and other complications. The patient also suffered pulmonary failure. No further patient complications have been reported as a result of this event. A lawsuit further alleged that "the events that resulted in the [patient's] injuries were either that during start up and prior to initiating patient therapy, the instrument may have...

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
A lawsuit alleged that the patient underwent emergency coronary artery bypass surgery. The next day, the patient was extubated. Forty-five minutes after the extubation, the patient experienced ventricular fibrillation and two pacer spikes from "a certain pacing machine." The lawsuit alleged that the pacer spike was caused by one or more of three causes: a malfunction of the pacer machine, malfunction of a pacer wire utilized in the care of the patient, and/or misuse of said machinery by the representatives of the hospital. The patient was reintubated and subsequently developed renal failure, a "hypnoxic insult" (sic), blindness and other complications. The patient also suffered pulmonary failure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.